Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During second fitting it was not possible to do any in situ measurements due to a device malfunction. Hearing performance with the device has been affected. External parts have been checked. Coupling check test and changing the position of the coil did not change the results.

Manufacturer narrative:
The device investigation revealed mechanical damage to the stimulator electronics that is typical for severe external impact to the housing. In addition damage to the active electrode, likely caused by minute device mobility is present. Other damages found during device investigation are related to explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
During second fitting it was not possible to do any in situ measurements due to a device malfunction. Hearing performance with the device has reportedly been affected. However, the child is of a young age which could account for lack of behavioral response and as the recipient was only seen for fitting once prior therefore comparison of performance is not possible. The recipient was re-implanted on (B)(6)2018.